Event description:
It was reported that the 9800 system had an x-ray tube failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced during the service call.